Event description:
A nurse called in to technical service (ts) that they had tried tracer registration multiple times but were not getting passing results. They were collecting points on both sides of the head but the registration only calculated points that were visible on the forehead and coming out the bottom of the nose. The nurse described the tracer pattern, 3d model quality, and setup. All of which seemed normal. Ts walked the nurse through collecting points for an alternative point merge registration method. The doctor matched the points and they got a passing registration with error margin of ~3.2. They advanced to navigate and although the doctor felt accurate in the sagittal plane, he said that the axial and coronal planes seemed off by ~3mm to the right. Ts then had them recollect and even clear excluded/marginal points which got the error margin down to ~3.0, but still the green sphere of accuracy was small, it did not encompass the sinuses, and the doctor felt inaccurate. All tracking and software behavior seemed to be normal, so ts discussed light touch and possible scan quality and age issues that could be contributing to less than ideal registration. The doctor was adamant that there had been no weight gain/loss and that neither the model nor his tracing technique was to blame. After an hour of troubleshooting, the doctor chose to continue with navigation as is. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative reported that he went to the site to observe the doctor's next case. They had 2 unsuccessful tracers but then the rep emphasized keeping a very light touch, their 3rd attempt was successful. They were able to use navigation for the case as planned. The rep also performed a system checkout with resin head and was unable to replicate any of the reported issues. The software investigation found that the most likely cause was the user pressing too hard while tracing during patient registration. The rep spoke with the doctor about ways to optimize tracer registration technique.